Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000182055. Common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000182055.

Event description:
It was reported that during an implant procedure on (B)(6) 2026 the physician had difficulty driving leads due to patient anatomy, the patient experienced a csf leak and post-operative pain behind the left leg. As a result, a blood patch was performed and patient was administered steroids to address the issue. The investigation was unable to determine the lead that is associated with the issue.